Manufacturer narrative:
The customer returned three samples to medex for evaluation. Examination of the returned units showed that two units had the tubing separated from the burette cap. One unit was due to the combination of the tubing not being inserted sufficiently into the tubing taper and insufficient solvent. One unit was due to insufficient solvent. Production has been notified. One unit did not have any defects. Lot history review is not available as the lot number is unk to the customer. Medex was able to confirm this issue and determine the cause. Based on this info, medex believes that this issue has been addressed and that no add'l action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the spike disconnected from the set. The reporter indicated that this has occurred on three other occasions. However did not provide specific details.